Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back-to-back blood test results of 237 and 105 mg/dl. The customer¿s expected blood glucose test result ranges are 93 mg/dl fasting am and 110-125 mg/dl fasting pm. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/30/2026 and open vial date is 1 week ago. The meter memory was reviewed for previous test result history: result 1: 106 mg/dl, date: (B)(6) 2025, time: 11:21am fasting , result 2: 100 mg/dl , date: (B)(6) 2025, time: 8:00am fasting , result 3: 119 mg/dl, date: (B)(6) 2025, time: 1:00am fasting, result 4: 136 mg/dl , date: (B)(6) 2025 , time: 1:00pm fasting , result 5: 237 mg/dl , date: (B)(6) 2025 , time: 10:00am fasting.